Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2021.   Additional information: h6. Attempts have been made to retrieve the device. To date the device has not been returned. 01/08/20 - response received from reporter. Device will not be returned for evaluation. Please see response from reporter below: "as confirmed with riverside, they have discarded the suture since it was already contaminated with blood. The only reference they can give are the photos emailed earlier." H3 evaluation: five pictures were received for evaluation. Upon visual inspection of the pictures, an opened box, three folders and two needle/sutures combination of product could be observed. The picture of the needle/sutures combinations showed is not clear and was not possible determine discrepancy on the size. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A photo of the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2020 and suture was used. A discrepancy on the needle/suture size was observed prior to use. There is a difference in the size of the suture. There were no adverse patient consequences reported.